Event description:
It was reported that unspecified alarm occurred. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated BG. No additional information was provided and the customer declined troubleshooting with Tandem Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone XS / Unknown / iOS_15.4.1.